Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device went into backup bvvi after attempting the cybersecurity upgrade. A download was successful and no new attempt for the upgrade was made. Patient was in stable condition before and after the interrogation, and will continue to be monitored.